Event description:
It was reported that unit stopped working on fifth day.

Manufacturer narrative:
Investigation results: our investigation into this complaint has now concluded. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the specialist diagnostics equipment and this confirmed the device had stopped working as reported. Further detailed investigation into the data revealed that the pump was working as expected until abnormal external pressure was detected. The pressure appeared to be positive external pressure at a much higher level than the pump is designed to handle. Also, the device is only designed to apply negative pressure therapy which leads us to believe the root cause of the pump failure was due to external positive pressure being applied. It also appeared the device had been manually turned off during use which is not recommended as the pumps are designed to run continuously. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the pump was detected at the moment when stopped, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.